Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 touch panel did not respond. There was no patient involvement.

Manufacturer narrative:
The hospital's technician attempted to calibrate the touch screen, but the touch screen did not respond when the calibration was attempted. The v60 ventilator was received at the international service center, and the manufacturer's technician evaluated the unit and identified the touch screen position and response position were misaligned. The technician successfully calibrated the touchscreen, which corrected the problem. Unit was functionally tested and passed all performance verification tests successfully. Unit was ready to be returned for patient use.